Event description:
It was reported by service report that the footboard and siderail functions were inoperable, and the power cord plug had a missing ground prong. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord (plug missing ground prong.) Malfunctioning cpu board caused the loss of footboard and siderail functions.